Event description:
A customer reported to baxter (B)(4) of a continuflo set in which medication was not infusing after the secondary line was attached. The primary line was changed and the problem was resolved. The process step in which this condition occurred has not been identified. There was no report of patient involvement or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.